Manufacturer narrative:
The complaint investigation was performed for false non-reactive results with the architect hbsag assay (lot# 20151fn00) which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. The overall performance of architect hbsag reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. Additionally, a retained kit of reagent lot 20151fn00 was tested for sensitivity and the data shows that the sensitivity performance of lot 20151fn00 is not negatively impacted. Labeling review concluded that the issue is adequately addressed. Based on our investigation, no systemic issue or product deficiency of the architect hbsag reagent lot 20151fn00 was identified.

Event description:
The customer reported (B)(6) architect (B)(6) results occurring on multiple patients. The patients demonstrated a past clinical history of (B)(6) for (B)(6) and are now (B)(6) . Results provided: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53. (B)(6)